Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 24 mg/dl at the time of the incident. The customer was at 177 mg/dl at the time of the call. The customer was wearing the insulin pump during the incident. Customer thinks the pump delivered insulin when it was suspended. Troubleshooting was completed and the customer believes the pump over delivered. The customer was wearing sets that were part of the recall. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report. The insulin pump passed the delivery accuracy test at 0.08865 inches. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No delivery anomaly noted during testing. The insulin pump alarmed failed self-test during self test due to faulty radio frequency board. The insulin pump was received with intermittent button press due to flattened dome switch on the act button. Lcd connector was inspected and no anomaly was noted. The insulin pump also received with minor scratched lcd window and cracked reservoir tube lip.